Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the foot right side rail timing link was bent and the outer panel was broken. It is unk if there was pt involvement or if there were adverse consequences to report.